Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix(tm) biliary double pigtail stent was used in the common bile duct during an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the stent kinked when advancing into the common bile duct. Furthermore, the stent was unable to deploy into the lesion. The procedure was completed with another advanix(tm) biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.